Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 5, para 4) who had essure (ess205) (batch no. 6244b3) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 (B)(6)2003(39weeks) vaginal delivery, (B)(6)2004(39weeks) vaginal delivery, (B)(6)2006(miscarriage),(B)(6)2007(40.5 weeks) vaginal delivery.). Concurrent conditions included vaginal delivery and intra-abdominal bleeding. On (B)(6)2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6)2010. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: the essure devices were then placed bilaterally without complication in the usual fashion. Two to three springs were left visual on either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: complete occlusion of the salpinges. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy (no complications)") in an adult female patient (gravida 5, para 4) who had essure (ess205) (batch no. 6244b3) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ( (B)(6) 2003 (39 weeks) vaginal delivery, (B)(6) 2004 (39 weeks) vaginal delivery, (B)(6) 2006 (miscarriage), (B)(6) 2007 (40.5 weeks) vaginal delivery.). Concurrent conditions included vaginal delivery and intra-abdominal bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2010. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: the essure devices were then placed bilaterally without complication in the usual fashion. Two to three springs were left visual on either side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: complete occlusion of the salpinges. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record were received. Events per pfs: pregnancy (no complications) and device ineffective. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.